Event description:
Procedure: face lift. Reportedly, the pencil was valleylab pencil, but the needle tip was from another MFR. Towards the end of the surgery, the surgeon observed a flash fire. There was no report of pt injury or consequence.